Event description:
It was reported that the patient was experiencing extrusion of the click anchor. It was also reported that the patient was experiencing lead migration. No device malfunction suspected. The patient underwent explant procedure and was doing well postoperatively. The explanted products will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7088252, 7091851.